Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed and device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) remoted in and walked the customer through checking the physical condition of the station and drawers, which seemed fine. Fse then walked the customer through a hard shutdown/restart procedure, leaving the machine off for several minutes. After restarting, the drawer was back on the bus, and the customer was able to inventory drugs in the drawer without issue. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.